Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a malfunction alarm occurred. The customer's blood glucose (bg) level was 449mg/dl and a manual injection was administered to address the bg level. During troubleshooting, the malfunction alarm was successfully cleared. Subsequently, the customer went to the emergency room (ER) with a bg level of 449mg/dl, large ketones and the customer was vomiting. While in the ER, the customer received treatment in the form of blood tests and an intravenously delivered drip. The customer was released from the ER 6 hours later with a bg level of 125mg/dl.